Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the operating room for normal device change out procedure. It was noted that the left ventricular lead exhibited chronic high capture threshold. The lead was capped and replaced successfully during procedure. The patient was doing well and would continue to be monitored with routine follow up.